Event description:
Customer reported a delivery issue involving an adc blood glucose meter. Customer further reported that due to not receiving his meter he could not test and subsequently, on (B)(6) 2013 he began to experience dizziness which resulted in a loss of consciousness. Paramedics were called and transported the customer to a local healthcare facility. At the hospital, customer was diagnosed with hyperglycemia, had his blood pressure monitored, had blood drawn for laboratory analysis and was treated with insulin via an intravenous infusion. Customer self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. The serial number of the device is unknown, hence the date of manufacture is unknown.